Event description:
(B)(4) per the independent repair center, the customer alleged problem is alarming/red light. The key failure is the valve is not shifting fully. As stated on the repair statement additional malfunction on this device: the pilot valve component caused alarming and shuts down.